Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. The cause was isolated to the system pcb assembly. The device can no longer be repaired. The device was returned per customer request. The customer has been advised not to put the device back in service.

Event description:
A customer contacted stryker to report that their device got stuck in home screen. As a result, the device may have been in a lock up condition and defibrillation energy would not be available, if needed. There was no patient use associated with the reported event.